Manufacturer narrative:
A review of the manufacturing documentation associated with lot 82169360 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, a 4mm x 4cm x 80cm power flex pro percutaneous transluminal angioplasty (pta) balloon catheter was being inflated at 18 atmospheres (atm), but it was confirmed a little contrast media leaked from the distal part of the balloon. There was no reported patient injury. This was a shunt case. The device will be returned for evaluation.

Manufacturer narrative:
A 4mm x 4cm x 80cm power flex pro percutaneous transluminal angioplasty (pta) balloon catheter was being inflated at 18 atmospheres (atm), but it was confirmed a little contrast media leaked from the distal part of the balloon. There was no reported patient injury. This was a shunt case. The product was returned for analysis. A non-sterile unit of a powerflex pro 4mm x 4cm 80cm balloon catheter was received for analysis coiled inside a plastic bag. Per visual analysis, the balloon looks like it has been previously inflated. The unit was thoroughly inspected and no anomalies were observed. Per functional analysis a balloon inflation was performed. A lab inflator/deflator device was attached to the inflation lumen of unit and pressure applied. The balloon was inflated and a leakage of water was observed coming from the guidewire lumen at the distal tip. It seems the water filling the balloon was leaking into the guidewire lumen, while inflating the balloon. Per microscopic analysis no anomalies were observed on the unit. Per sem analysis both outer and inner surfaces of the guidewire lumen didn¿t present anomalies or damages along the balloon and body/shaft area analyzed. Therefore, the exact cause of the observed leaking condition of the guidewire lumen during the inflation test, could not be determined during this analysis. No anomalies were observed during the sem analysis. A product history record (phr) review of lot 82169360 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon - leakage - during positive pressure¿ was confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis. Based on the information available for review, it seems the water filling the balloon was leaking into the guidewire lumen, while inflating the balloon. The unit was observed through the enhanced vision system to locate the leaking from the balloon to the guidewire lumen; however, no anomalies were observed on unit. A pressure decay test was performed on the unit on the body/shaft and no pressure decay or water leakage were observed while applying pressure to the body/shaft section of the unit. Therefore, the proximal seal body/shaft and balloon areas of the guidewire lumen were sem analyzed. Sem analysis results showed that both outer and inner surfaces of the guidewire lumen didn¿t present anomalies or damages along the balloon and body/shaft area analyzed. The exact cause of the observed leaking condition of the guidewire lumen during the inflation test, could not be determined during sem analysis. An attempt was made to analyze between the seal where the lumen from the shaft and the lumen of the balloon fuse, however, due to the small size of the components of the unit, manipulation of the mentioned components couldn¿t be performed in order to look for any anomalies on this area of the unit. Therefore, by factors elimination, it is assumed that there might be an anomaly between the seal where the lumen from the shaft and the lumen of the balloon fuse that was causing the leaking. However, the cause of the unit¿s condition as received, could not be conclusively determined on this analysis due to the lack of objective evidence. Based on the product analysis, there is no consistent evidence to confirm the reported event as a manufacturing related issue. According to the safety information in the instructions for use ¿balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.